Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported left side ¿aggravation of mild pain" which became "persistent, almost without moments of relief, which looks like a 'cramp', becoming 'unbearable¿¿, nodule, patient "started to associate the pain with the possibility of complications arising from the implants¿ leading to "concern and emotional instability," and ¿dryness in the eyes.¿ healthcare professional later reported cyst and "patient shows severe psychic alterations due to the news on the recall and lymphoma." The device has been explanted. The event of ¿dryness in the eyes¿ not related to the device.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side ¿aggravation of mild pain" which became "persistent, almost without moments of relief, which looks like a 'cramp', becoming 'unbearable¿¿, nodule, patient "started to associate the pain with the possibility of complications arising from the implants¿ leading to "concern and emotional instability," and ¿dryness in the eyes.¿ healthcare professional later reported cyst and "patient shows severe psychic alterations due to the news on the recall and lymphoma." The device has been explanted. The event of ¿dryness in the eyes¿ not related to the device.